Manufacturer narrative:
The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Per manufacturing site: manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Based on the sample/photo evaluation: one powerport isp m.r.I. Implantable port with attachable 9.6 fr. Single lumen catheter intermediate kit was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for specific failure mode, as the device was observed to have residue was observed on the outer seal of the outer tray. No residue was observed on the underside of the tray. The residue was observed to be light brown and slightly transparent. The definitive root cause could not be determined based upon available information. It is unknown if clinical or manufacturing procedures contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that model 1809660 port and catheter prior to opening the package, there was allegedly speckles of something all over the inside of the package. This report was received from one source. This event did not involve a patient.